Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a left total hip arthroplasty on unknown date. Subsequently, patient was revised on (B)(6) 2009 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient was further revised on an unknown date due to infection. All components were removed. It was further reported that the patient underwent five additional surgeries prior to a (B)(6) 2010 reimplantation procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00810 / 00812).